Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.

Event description:
It was reported that during implant the right ventricular lead was consistently getting high impedances with intermittent capture. Another lead was used. No patient complications were reported as a result of this event.